Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received. Per visual inspection, the water tank window was cracked on the bottom left corner. Functional testing could not duplicate or confirm the customer complaint. Flow switch tested and operated as intended with audible and visual alarm when activated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced line cord and water tank cover. Replaced reservoir gasket and o-rings for preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
It was reported that the unit had "no audible low water alarm". Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.